Event description:
It was reported that when they took the dilator out of the sheath, the valve leaked blood through it. The valve was not preventing bleedback, but rather just allowing blood to come through the valve. The physician said he had to hurry and put the lead down quicker since it was leaking. There was no reported impact on the patient. The was just a nuisance for the physician.